Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the ilet experienced hypoglycemia with a measured blood glucose of 40 mg/dl after starting therapy, with contributing factors including unannounced breakfast and prior use error in which multiple meal announcements were entered while attempting to stop insulin delivery and a connect adapter/cartridge not fully seated that was later corrected. Symptoms included low blood glucose without loss of consciousness or seizure. Outcomes included oral carbohydrate intake with subsequent increase in glucose and no hospitalization. Investigation included complaint review, troubleshooting with the patient and caregiver, and user education on correct meal announcement and device setup. Investigation of this case revealed use error related to meal announcements and an improperly seated cartridge/connect adapter that was corrected, with no device alarms reported. It was concluded that the event involved hypoglycemia with cause unclear due to user handling and timing of meal announcement, and the device was continued in use after education.